Manufacturer narrative:
Device evaluated by MFR: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue, system risk analysis (sra) and functional analysis. ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the haze/mist issue was reviewed from within the past six months and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿ the vacuum pump exhaust filter was returned and tested. The system completed a cycle with no evidence of mist, haze or odor. The return of the vacuum pump exhaust filter could not be confirmed. The push-on hose was returned and visually inspected. The hose was found to be damaged. Reason for return and failure was confirmed. The assignable cause of the haze/mist issue is the vacuum pump filter and push-on hose. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
On 1/7/2019, asp realized it was incorrectly reported in the initial report submitted on 12/14/2018 that the vacuum pump was replaced to resolve the haze/mist issue. Instead, the vacuum pump filter and push-on hose were replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. Concomitant medical products: device available for evaluation correction from no to yes . Device evaluation by manufacturer: check no. Device evaluated by MFR: check reason for non-evaluation ¿device evaluation anticipated, but not yet begun¿ . The vacuum pump filter and push-on hose were received for evaluation on 12/18/2018. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump was replaced to resolve the haze issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a haze emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite.